Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient went to hospital for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient was supposed to be discharged home from hospital on (B)(6) 2018. On (B)(6) 2018, patient remained in the hospital after procedure due to complications with pain. Additional information indicated that the patient experienced pneumoperitoneum under right hemidiaphragm. On (B)(6) 2018, abdominal pain and pneumoperitoneum resolved.